Manufacturer narrative:
Despite MFR's requests, the explanted device, the batch number involved nor the x-ray pictures have been forwarded for evaluation. Consequently, no investigation can be performed. It is worth noting that the MFR's complaint database shows no other similar case. As it is an isolated case, no corrective action is envisaged.

Event description:
The pt was discovered to have internal jugular vein thrombosis during 3rd cycle of chemotherapy. Infusion of drug is still possible. The doctor gave medicine trying to dissolve the thrombus. However, when the pt went back to hospital for 4th cycle of chemotherapy, the thrombus didn't dissolve and eventually becomes more severe. The doctor could not give medication through the chemoport. After that, she decided to remove the chemoport. During the removal surgery when she pull out the chemoport with the catheter, she realized that the connection ring was dislodged and was inside the pt's vein at the area where the thrombus is.